Event description:
It was reported by the customer that a bd pyxis¿ es server orders are not posting on the server from epic. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the carefusion coordination engine (cce) services were being affected by the server's performance, preventing orders from posting from epic. A technical support specialist dialed into the server, ran a downtime query, and restarted the cce services. The cce services had stalled, but after being restarted, messages began to cross over 254 and started draining slowly. The tss continued monitoring until the message queue was fully cleared. The customer was informed that the issue originated from their network. The end user confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server orders are not posting on the server from epic. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.